Event description:
Reportedly, just below the hub of the vantex catheter a hole occurred after 7 days of use. Drugs and fluids were coming out of the hole on to the skin of the patient. Floxapen was given continuously by syringe pump. It was further reported that fluid and drug therapy was immediately stopped and a multimed catheter was inserted at another site. No patient complications were reported.

Manufacturer narrative:
Device not returned.